Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient used a bone growth stimulator over their back. The caller reported that the patient¿s husband asked them on (B)(6) 2017 if the bone stimulator could be turned down. The caller reported that the patient noticed extreme sensation at the implant site, shocking, and the spouse indicated that the bone stimulator ruined the implant and the patient needed a revision. The caller stated that the patient¿s husband called them recently,within the past week, to say that the patient was still using the implant. It was noted that, as far as the caller was aware, a revision had not been scheduled. It was unknown if the patient was getting symptom relief. It was noted that the change in therapy/symptoms was sudden. No further complications were reported.